Event description:
During flushing of two diagnostic catheters(jr4 and jl4) outside the patient, the account noticed that something "came out" from one of the two catheters. The products were not utilized for the procedure, since the account didn't know which catheter contained the particle. Additional information was requested, but the affiliate indicated that no further information could be obtained from the account.